Manufacturer narrative:
The complaint device was returned. Incoming visual inspection found no anomalies. Device evaluation identified a mechanism and ups ultrasonic sensor failure, and a downstream sensor failure confirming the reported event. The pump mechanism and ups ultrasonic sensor were replaced. The circuit boards were inspected. The case was checked for damage. Calibration was performed. The root cause is most likely due to aged parts. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device would alarm "downstream occlusion" as soon as it turned on. There was no report of patient harm. No additional information is available.